Manufacturer narrative:
The reported issue was solved by replacing the stop discs and o-rings on the customer's system. On 06-jun-2019, local affiliate organizations were informed that processing transfer heads may become untight in between the current preventive maintenance intervals, which may cause occurrences of droplets within the processing module. Instructions were provided to the local affiliate organizations to replace all o-rings and stop discs of the installed base, taking into consideration instrument usage and installation date. Additionally corrective and preventive measures will be implemented, as appropriate. (B)(4).

Event description:
While onsite, a local field service engineer performed a tightness check on an (B)(6) customer's cobas 6800 system, which failed at multiple positions. Additionally, there was evidence of liquid droplets in the back heating station. The field service engineer replaced all o-rings and stop discs, which remedied the issue. There is no allegation of erroneous results, and no harm or injury was alleged.